Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. While hospitalized for an unrelated condition, the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date in the same month, the ceftazidime was discontinued. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.